Event description:
High impedance was found on the patient's vns device during a periodic review of the manufacturer's programming history database. Impedance remained within normal limited for a significant amount of time from the date of implant until (B)(6) 2013 when system diagnostics resulted in high impedance. A generator diagnostics test was also performed on (B)(6) 2013 which resulted in high impedance of dcdc 7 which is an expected result if the test is performed with the lead pin inserted instead of the recommended test resistor. Lead impedance was revealed to be normal on (B)(6) 2014. The last entry of programming data shows that all output currents were programmed to 0ma indicating disablement. The patient's lead information is currently unknown. Multiple attempts for this information have been performed but remain unsuccessful to date. No surgical intervention is known to have occurred to date to address the high impedance. No additional or relevant information has been received to date.

Event description:
Operative notes from the patient's previous revision surgery were received which confirmed the information of the newly implanted lead. No additional or relevant information has been received to date.

Event description:
The patient had a full revision. It was stated that the lead was removed and a visible break was found in the lead. The explanting facility has a no return facility therefore the explanted devices are not available for return.